Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing oversensing on the right ventricular (rv) lead was noted potentially due to lead damage. The lead was deactivated, high voltage (hv) therapy was disabled, and the patient was hospitalized until the explant procedure. The patient was stable with no adverse consequences. Additional information has been requested but never received.